Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. It was found that there was a loose outlet connector with the problem source is design. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during the maintenance checkup, the air passage connection part was found loose. No patient involvement.